Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-002 is the international list number which meets the requirements of the similar product listed is the us list number. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. A pneumoperitoneum is a known complication of a peg tube/ j-tube placement. Per the instructions for use (IFU): to secure the peg tube, the peg tube should be pulled until elastic resistance is felt, keep under tension, secure fixation plate into position using the clip, and remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2018, the patient experienced a fever and abdominal pain. On (B)(6) 2018, the patient family went to the hospital and a usg (medical ultrasound) revealed a small amount of fluid was observed in the hepatic renal recess and a significant amount of gas was seen over the entire abdominal cavity. The patient had raised inflammation markers and had the characteristics of a gastrointestinal perforation per "rtg". After the consultation, the surgeon stated that the cause might be a leak around the peg tube. The patient was admitted to the neurology department in an attempt for conservative treatment. After initial improvement, the patient experienced brown vomiting. The patient had a surgical consult and a decompression probe was established. The patient had an abdominal x-ray after isomeric water administration and a concomitant examination, which revealed contrast exceeded the light at the level of the duodenal knee. For this reason, the patient had another surgical consult to establish indications for surgical treatment. The patient experienced an increased white blood cell count of 16000 and a c-reactive protein (crp) of 33. A computed tomography scan (CT) with oral contrast revealed no contrast traits outside the gastrointestinal tract and the patient was qualified for surgical treatment. On (B)(6) 2018, the peg tube was surgically removed and drains were inserted into the abdominal cavity. The patient also received unspecified antibiotic therapy and nutritional treatment. On an unknown date, the patient was transferred to neurological rehabilitation.